Manufacturer narrative:
The investigation also confirmed that both cutting wires were broken at the coated portion and the broken sections were melted and burned. Approximately coating was missing for 2 mm from one of the broken point of the product. There were no other abnormalities related to the breakage in the subject devices. Also, as the results of checking the mfg records of the same lots, nothing abnormal detected. The doctor informed us that the subject product could not be extended completely from the endoscope while activating output since papilla was difficult position. Therefore, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting became extremely hot, resulting in breakage. The coating broke off and came off from the cutting wire because of the user handling after the cutting wire was broken. The device instruction manual has warned users that "when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material", "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong." This report is being submitted as a med device report in an abundance of caution.

Event description:
Olympus med systems corp (omsc) was informed that during an endoscopic sphincterotomy (est) with sphincterotome, the cutting wire of the subject device broke. The doctor used another one but it broke again. He decided to abandon the procedure and perform it next week. After 6 days, he chose endoscopic papillary balloon dilation (epbd) instead of est since the size of calculus was about 7 mm and completed the procedure. There was no report of pt injury regarding this report. During the investigation, omsc found one of the plastic coatings on the cutting wire was partially missing. There was no report of pt injury regarding this report.